Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation. The visual inspection of the photograph revealed it was a picture of the device packaging only. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set leaked from where the drip chamber is connected to the tubing. This issue was observed during patient infusion with taxotere. Re-mixing of a new bag was performed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.